Event description:
It was reported that before a laparoscopic sigmoidectomy procedure, it was noticed that the tyvek was being peeled back a few centimeters. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded and the sales rep was not able to see the package. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: did the reported issue compromise the sterility of the device? --- yes.